Event description:
The stem had subsided within a broken cement mantle, and the pt had lost leg length and was in pain. Manufacture of cement unk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.